Manufacturer narrative:
Concomitant medical products: product ID: 977c290, serial# (B)(4), implanted: (B)(4), other relevant device(s) are: product ID: 977c290, serial/lot #: (B)(4), ubd: 18-mar-2023, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient was having trouble with a wire in their neurostimulator. Pt said the issue started in september when the lead wire popped out. Pt said they were able to close the wound at the time and they have a surgery scheduled to put the lead wire back in place. Today, the pt was at the emergency room for a concern about infection, which they said they didn't think the pt had one. The neurologist at the hospital asked the pt to contact patient services to request a medtronic rep to reprogram the pt's neurostimulator. The patient was redirected to their healthcare provider to further address the issue. Pss provided pt with nas number for hospital to call a mdt rep.